Event description:
A malfunction alarm related to altitude was reported when the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and load a new cartridge to resume insulin, but the issue persisted initially. After a two-hour waiting period to allow moisture evaporation, the customer was able to load a new cartridge successfully, and the pump resumed normal operation. The resolution was attributed to condensation, humidity, or water exposure, and the customer was provided with tips to prevent future altitude alarms.